Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/17/2017 that on (B)(6) 2017, the patient experienced a skin reaction under the sensor patch on the left side of the abdomen. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was noticed upon removal of the sensor on (B)(6) 2017 and was described as a bump that lasted up to 3 days. The patient treated the area with over-the- counter neosporin twice a day and reported that the bump has went down to the size of a "flea/mosquito bite". On (B)(6) 2017, the patient visited her primary physician for an appointment. The physician did not prescribe the patient with any medications; however, they did refer her to a dermatologist. At the time of contact, the patient had not yet seen the dermatologist. No additional patient or event information was provided.